Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopy procedure for defect closure performed on (B)(6) 2025. During the procedure, the clip is advanced through the working channel of the endoscope and released within the channel. Photos show the device fully deployed with the clip assembly detached. Both clip arms appear bent. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being deployed in scope. Block h11: investigation results the returned resolution clip was analyzed; the device did not return for analysis. However, the documentation attached include some photos that shows the device with evidence of full deployment and the clip assembly detached with both arms bent. No other problems with the device were noted. The reported event of clip device deployed in scope was confirmed. Upon analysis, the device showed signs of soft deployment as the clip was found detached from the bushing but still connected to the control wire. It is probable that the reason why the clip arms were bent, was a result of factors related to the procedure and manipulation. Based on all available evidence, it is likely that in the process of reaching the end of the scope, the clip arms slightly opened inside the scope, and due to the force applied in order to advance, the arms were bent towards the inside. Based on all gathered information, the most probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopy procedure for defect closure performed on (B)(6) 2025. During the procedure, the clip is advanced through the working channel of the endoscope and released within the channel. Photos show the device fully deployed with the clip assembly detached. Both clip arms appear bent. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being deployed in scope.